Event description:
It was reported that 1 bd¿ bulk, non-sterile needle had a crack. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-10-21. H6: investigation summary: it was reported the cannula hub had a crack. To aid in the investigation, one sample with the plastic shield, but no packaging blister, was received for evaluation by our quality team. A visual inspection was performed and the needle hub has a crack from 1/4" of the bottom part of the hub to the top. No other defects or imperfections were observed. This defect could occur if there was a misalignment during the shielder process inducing the symptom reported. A device history record review was completed for provided material number 302047, lot number 0045082. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the shielder process was performed. The settings and alignment were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 1 bd¿ bulk, non-sterile needle had a crack. The following information was provided by the initial reporter: 1 cannula holder had a crack and could not be used.